Event description:
It was reported that the patient was explanted. The reason for the explant was not provided.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Section g2: correction. Foreign incorrectly selected in previous report. Manufacturer's investigation conclusion: no device-related issues were reported by the account. It was reported that the patient underwent a device explant procedure on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), is currently available and lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. No device-related issues were reported by the account. (B)(6) was returned assembled with the pump cable cut approximately 3.5¿ from the pump header. The severed portion of the pump cable and the modular cable were not returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump outflow. A 1" piece of the outflow graft bend relief was returned unattached. The apical cuff was not returned. Examination of the inflow cannula revealed a thin layer of strongly adhered tissue ingrowth at the proximal end. This ingrowth appeared non-obstructive and would not have contributed to any flow issues during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a is currently available and lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.